Manufacturer narrative:
Concomitant product: serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Sterile lot records were reviewed for this disposable device and were confirmed to be within specified limits. (B)(4).

Event description:
It was reported that a physician performed an uneventful novasure endometrial ablation on (B)(6) 2014. "Two days after the procedure was complete the patient went to emergency room with severe headache and was sent home. She went back to ER several days later and testing confirmed meningitis." On (B)(6) 2014, it was reported the meningitis was bacterial and the physician stated "the patient was doing fine and is due back to see him for a follow up in two weeks."